Manufacturer narrative:
Correction event - the total numbers of events is 13 and not 8 as initially reported. Serial numbers of devices. The amount of events also was updated for serial number (B)(4) to (B)(4).

Manufacturer narrative:
Additional information: method code 3331, results code 213, conclusion code 67. Investigation was completed for the 13 reported events. A review of records related to the devices including labeling, complaint trending, and risk documentation was performed. There were no issues found with the systems. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial numbers of devices: (B)(4) (times 7). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. The catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. The events were related to suction loss while the catalys laser was firing. There were no medical events reported.